Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 325 mg/dl and 66 mg/dl. Customer was feeling hypoglycemic symptoms of sweating and shaking at the time of the readings. Customer self-treated with orange juice and felt better within 10-15 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent. Customer states she obtained a reading of 101 mg/dl on the advantage system, but felt hypoglycemic symptoms of shaking and sweating. Customer self-treated with orange juice and felt better in 15 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.